Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30681114l and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure was completed, the patients¿ blood pressure decreased, the effusion could not be confirmed by the sound, so echo was used to confirm hemorrhage. Drainage was performed, and hemostasis was completed. The patients¿ blood pressure recovered. Ablation was performed before the pericardial effusion was confirmed. Steam pop was not confirmed. An irrigation catheter was used at the setting of 15ml. The patient recovered after drainage and returned to the ward. Contact force was monitored by real time graph; dashboard; vector; and visitag. The color setting of visitag was tag index. The physician considers that the possibility is high during ablation. The patients¿ blood pressure decreased after pulmonary vein isolation (pvi), and they commented that it might be at the time of additional ablation of gap map. The relationship with the product was not mentioned. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event is fully recovered. The patient did not require extended hospitalization because of the adverse event. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 11-apr-2022, it was noticed the physician's details were inadvertently omitted from the 3500a initial medwatch report. The available information has been updated under the appropriate fields under section e1. Initial reporter.